Event description:
Customer was hospitalized with dka. Customer's family member reported constant no delivery alarms. Family member and md do not feel comfortable with this pump and requested a replacement. Sent a replacement pump.